Event description:
The hcp reported that 5-6 days after a pump refill, the patient presented with signs of an infection including "fever and other symptoms." A "smear from the csf sample and reservoir sample" was positive. The culture results are still pending. A follow up report will be sent when additional information is received.